Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 1983 and (B)(6) 1990 utilizing uncemented tapered femoral components. The article indicated that one revision was performed due to sepsis approximately nine years after the original procedure. The femoral component was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in the journal article titled "total hip arthroplasty with an uncemented tapered femoral component in patients younger than 50 years". Journal arthroplasty 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. (B)(4).